Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy manifested by cloudy effluent. The patient was not hospitalized for the event. On the same day, the patient was treated with intraperitoneal (ip) fortaz (dose, frequency, and duration unknown) and ip ancef (dose, frequency, and duration unknown) for peritonitis. Dianeal therapy was ongoing. The cause of peritonitis was unknown. At the time of this report, the patient was recovering. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).